Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include coughing and wheezing due to a cold/bronchitis. The patient was treated with IV (intravenous) fluids and prescribed antibiotic doxycycline (100 mg tablets, take 1 tab bid for 10 days). The patient was released the same day. The pod was worn when seeking medical attention.